Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the computer was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. (B)(4). Manufacture date was not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the fusion monitor is moved at all, the screen starts flickering. It does not occur when the monitor is not being moved. A manufacturer representative who was on site stated the turn dial on the monitor looks damaged and confirmed the issue is intermittent. Shipping replacement monitor with cable. There was no patient present.